Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. There was no log available to download. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.